Manufacturer narrative:
The sureform 45 stapler has been returned and evaluated by the failure analysis team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The last procedure showed two successful fires with no initialization failures. Upon visual and microscopic inspection, no damage was found at the wrist assembly. The instrument was placed on the system. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire test passed. Staple formation on test sheet was proper. The instrument unclamped properly and removed from the system arm successfully. Intuitive surgical, inc. (Isi) contacted the site/reporter and obtained the following additional information regarding this event: the stapler could no longer be opened although the stapler initially worked. The jaws were locked in the closed position and stuck in the tissue when the problem was detected. The manual release key button (mrk) was used to open the jaws and release the tissue. The system in error condition when the manual release was performed and there were no problems with the mrk during the application.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the jaws would not open, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws on the stapler 45 instrument installed on arm 1 would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.